Manufacturer narrative:
Related MFR # for the shower bag: 2916596-2023-06946. Related MFR # for the battery: 2916596-2023-06947. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low voltage alarm on (B)(6) 2023 while in the shower. The patient believed that there was water in the battery/ battery clip connection, but no water was in contact with the system controller and did not have any further alarms. The log file captured power cable disconnect and low power hazards on (B)(6) 2023 at 10:21:40 - 10:22:26 with the alarms resolving at 10:22:28. As a precaution, it was recommended to check the battery and battery clips for integrity and clean their contacts. Otherwise, the log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and atypical power cable disconnect alarms was confirmed via log file analysis; however, the reported event of fluid ingress was unable to be confirmed. The heartmate 14 volt battery clip was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 14 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 from 10:21:37 ¿ 10:22:27 atypical power cable disconnect alarms that were associated with rsoc invalid faults on both power cables and atypical low voltage advisory alarms due to fluctuating bus voltage on the white power cable were active. The alarms were active while the controller was connected to battery power and were not associated with a power source exchange. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active in the log file. The lot number of the 14v battery clip was not provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed for the heartmate 14v battery clip due to no lot number being provided. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the shower bag was in use at the time of the event but fluid ingress was not confirmed in any of the products. The reported alarm did not reoccur after cleaning the battery and clip contacts.